Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unresponsive. Reportedly, the customer performed a pump reset to resolve the issue. There was no adverse impact to customer's blood glucose.